Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
Upon receipt, the device was confirmed to be in backup vvi mode (bvvi). The reset was due to a power on reset (por) that occurred during delivery of maximum voltage hv therapy for vf. The device's diagnostics showed noise due to a possible lead anomaly. It is believed that the bvvi was caused by delivery of high voltage therapy into an anomalous lead.

Event description:
It was reported that the patient was brought to the hospital with ongoing reanimation. The ECG showed pacing spikes but no capture. Several attempts to reanimate the patient were unsuccessful. The device was interrogated post mortem and was found in backup vvi mode. The physician does not consider the incident to be caused by the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.